Event description:
Complainant alleged that during a routine shift check by a clinician, the device "pacer fault 117" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.